Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system when compared with the results of another cobas® liat® system and the genexpert (cepheid). The initial tests generated sars-cov-2 positive results. A confirmation repeat tests with the same samples on another cobas® liat® were negative, while new samples were collected and sent out to the main lab, and tested with the genexpert (cepheid). The results were also negative. The initial results (generated on the cobas® liat® ) were reported as indeterminate, the genexpert (cepheid) were reported as negative to the patients. No harm is alleged. An investigation is currently ongoing. Per the FDA guidance, six (6) mdrs will be filed, one per patient.

Manufacturer narrative:
During data review, five of the alleged six patient samples (runs (B)(6)) showed a weak sars-cov-2 amplification with late CT, indicating the samples may contain viral material near the limit of detection (lod) of the assay. Samples that are low titer and generate a CT near the limit of detection can generate wavering results upon repeat and may not be detectable on other platforms. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat® system sars-cov-2 lod is 0.012 tcid50/ml which converts to 0.0084 pfu/ml, being over twice as sensitive as the genexpert. Therefore, the cobas® liat system will detect sars-cov-2 when the viral load is low, while the genexpert requires a higher viral load in the sample for detection. As such, results with one assay may not be reproducible with a different assay the sixth patient sample, #(B)(6), had a strong amplification in the sars-cov-2 channel, indicating a true positive result. An investigation was also performed on the reagent lot and found no product problem. Corrected the analyzer serial number for patient 6 (run# (B)(6)) from (B)(4). (B)(4).